Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the space of system is low. A functional test by rse revealed that there is not enough storage capacity. Rse tested the system and remotely regenerated the database. After completion of repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system displayed the message: low space, which would prevent imaging. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.